Manufacturer narrative:
The user facility reported that during a diagnostic cycle a concentration monitor fault occurred and the processor prompted the operator to cancel the cycle. The facility operator pressed the cancel button which caused the lid seal to deflate and allowed water to leak from the lid. A steris field service technician arrived onsite, inspected the system 1e, and was unable to identify any issue with the system 1e. The technician ran several test cycles and was unable to duplicate the reported event. While the reported event could not be duplicated, it is likely that a check valve in the float block prevented the water from draining from the chamber. The unit has been returned to service and no additional issues have been reported.

Event description:
The user facility reported their system 1e was leaking water from the lid. No report of injury.